Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the images on the device occasionally had abnormalities. The facility was using the subject device with a nonolympus monitor. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of olympus europa se & co. Kg (oekg) the following was confirmed, occasional picture failure on non olympus monitor. The same problem also occurs in the other examination room with the same constellation of devices. Examination image on olympus monitors was no problem. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event is determined to be the failure of a non olympus monitor.